Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed insulin flow blocked. Customer's blood glucose level was 394 mg/dl. The customer did performed infusion set changes but it did not help. The customer did not want to continue troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.